Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
Customer called regarding motor error alarms during the prime process. The insulin pump failed the displacement test. No further info was provided.